Event description:
It was reported that the 9800 system intermittently is locking up. It was noted that the collimator is closing down, and the live indicator is flashing on the left monitor. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reset the transformer for correct voltage out and adjusted the 5vdc in mainframe. Adjusted the collimator. The system was tested and found to be working as intended and placed back into service.